Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 1 discordant sars result. Customer communicated they received one positive and one negative result when running two separate tests. Confirmation testing has not been performed on patient.